Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 93 mg/dl. The customer stated that loose drive support cap is loose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to follow their medically prescribed back up plan. The customer was advised that we are sending cot pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.